Event description:
My dexcom g6 cgm told me twice today that I was at a normal range when I was very low. This afternoon my dexcom said I was 100, while my onetouch verio meter said that I was 41 mg/dl. At 11:05pm, the dexcom app on my iphone 15 said I was 101 and going down slowly, while my meter again said that my bg was 41 mg/dl. Neither time did my dexcom alarm to alert me that I was dangerously low. This is far from the only time this has occurred this month. Around 11:05pm, I felt shaky and as if I would pass out. My dexcom g6 cgm said that I was 101 and going down slightly (diagonal arrow down and to the left). However, given my symptoms, I decided to check this on my onetouch verio bg meter, which said that I was 41 mg/dl. My bg was too low for me to think of taking a screenshot at the time. I have attached a screenshot of the dexcom reading at 11:32, when it shows my bg as 75 and going down slowly.) This is, of course, not the time at which the discrepancies occurred, but it is still not showing a bg low enough to alert me - the entire reason I use the cgm.